Event description:
Customer reported patient burn under pad site on right rib cage. This was noticed when the patient got to the recovery room. They have been using the same conmed split pad for years and neer had a burn incident before. Patient was seen in the doctor's office today and said the burn site was about 3 1/2 in. Round and blistered and that the burn site was next to the pad. Smith & nephew quality stated to the o.r. Director that the rib cage was not a good area to place the pad and the correct placement receommendations were faxed to her. She was told that the recommended pad to use was the valley lab pad. The procedure was a shoulder arthroscopy and no delay was noticed after the case. Director of o.r. Stated that the patient was recovering at home from the burn.

Manufacturer narrative:
Unit will not be returned. Biomed checked it out and found no problems.